Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was discharged home with oral antibiotics. Linezolid 600 mg/ twice a day was noted. On (B)(6) 2021, there was significant stabilization of the findings, the site currently presents with minimal serous secretion. Patient also developed hepatic dysfunction on (B)(6) 2021. Patient had increased liver values, ascites billi of 51 umol per liter.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and hepatic dysfunction could not be conclusively determined through this evaluation. It was reported that the patient was hospitalized on (B)(6) 2021 due to a driveline infection. The patient had a wound swab on (B)(6) 2021, and antibiotics were started. The patient also experienced hepatic dysfunction starting on (B)(6) 2021, which prolonged their hospitalization. They were discharged home with oral antibiotics on (B)(6) 2021. On (B)(6) 2021, the exit site presented with minimal serous secretion. It was communicated that the patient expired on (B)(6) 2021 which was reported under manufacturing report number: 2916596-2021-05403. No product available for investigation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was hospitalized due to driveline infection on (B)(6) 2021. There was a wound swab on (B)(6) 2021, and antibiotics of cefazolin (3x2g/day) were started on (B)(6) 2021.